Event description:
It was reported by the company rep: new sling had deteriorated on the loops with stitching coming apart. The sling was taken out of service and the sling was brought back to our rep office for inspection. Ref. MFR #9611530-2014-00005.